Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2010. The patient further alleges that a revision procedure was performed in february 2012 to remove and replace the partial knee components with a total knee due to pain and swelling. A review of invoice history confirmed the original surgery date of (B)(6) 2010. Additional information received in patient medical records indicates the revision procedure occurred on (B)(6) 2012 due to pain. Operative notes state there was instability in flexion. Patient additionally underwent a popliteus tendon release procedure on (B)(6) 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following section could not be completed with the limited information available: date explanted - (B)(6) 2012, exact date unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2010. The patient further alleges that a revision procedure was performed in (B)(6) 2012 to remove and replace the partial knee components with a total knee due to pain and swelling. A review of invoice history confirmed the original surgery date of (B)(6) 2010. No further information has been provided to date.